Manufacturer narrative:
(B)(4). Product surveillance spoke with the caregiver(cg) regarding the reported issue. The cg stated that she was aware of the incident and the cause for the alarm and air in line. They were not following proper procedures during priming. Since then,they have received proper training and the issues have been resolved. The patient is continuing therapy at this time. This complaint for a low drain volume alarm was confirmed. The cause was determined to be air in patient line. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center to report an issue of low drain volume(ldv) on home choice (hc) device during initial drain. Initial drain volume (idv)= -10ml, last fill volume(lfv)=400ml. The care giver(cg) stated that there were air bubbles in patient line. The baxter technical representative (tsr) assisted in ending therapy and advised to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.